Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx closure device was implanted. Post-implant the patient was placed on dual antiplatelet therapy. At a routine four-month appointment a thrombus was noted on the face of the closure device via transesophageal echocardiogram. The physician will likely be switching the patient to direct-acting oral anticoagulation medication.